Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device had low flow. Per follow up information received via email on 13mar2024, device would not be sent in for evaluation. The issue was resolved and mixing pump, circulation pump, and drain valves were replaced and new calibration, est (stk) and water replacement were performed.). No patient involvement.

Event description:
It was reported that the arctic sun device had low flow. Per follow up information received via email on 13mar2024, device would not be sent in for evaluation. The issue was resolved and mixing pump, circulation pump, and drain valves were replaced and new calibration, est (stk) and water replacement were performed. No patient involvement. Per sample evaluation results on 26mar2024, it was reported that there was an alarm that the water reservoirs were empty because the drain valves broken. The arctic sun device did not cool water and not heat water to expected value.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. The device was evaluated upon receipt. Flow did not reach expected value and did not heat to expected value. Replaced circulation pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.